Event description:
The dealer states that the foot section does not rest flush. The dealer states that the unit is slightly up on the right hand side. The dealer states the foot section then raises unevenly when you attempt to use it. No further information is available.